Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the device replacement pacing failure was seen. It was noted that this right ventricular (rv) lead pacing thresholds were increased prior to the replacement. The pacing thresholds had decreased after the configuration was changed to unipolar. A new lead was added but difficulty was encountered when position this lead thus another lead was implanted. This lead was explanted and will not be returned. No adverse patient effects were reported.